Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The qc was out of range in the afternoon of the day of the event. The field service engineer changed the tubing assembly sipper, the tube cell assembly, the measuring cell, the tube assembly and the sipper probe. Assay performance check, calibration, and qc were performed, and they were within specifications. The instrument was performing within specifications. The cause of the event was consistent with a component failure (an issue with the fluidics system and/or the measuring cell).

Event description:
We received an allegation about questionable high results for an unspecified number of patients' samples tested with elecsys hbsag ii assay on a cobas 6000 e601 module. Initial results were positive. No questionable results were reported outside the laboratory. After the field service engineer (fse) performed an on-site intervention and qc was back within range, the samples were repeated, and the repeat results were negative.

Manufacturer narrative:
The e601 module serial number was (B)(6). The customer did not perform qc prior to the event. The fse replaced some parts on the instrument and performed an assay performance check, calibration, and qc with successful results. The instrument was performing within specifications. The investigation is ongoing.